Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a pump error alarm. The customer¿s blood glucose level was 16.5 mmol/l. The customer reported that they were not able to complete rewind because the error keeps popping up. The troubleshooting was not performed. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted during testing. The motor found with traces of corrosion per visual inspection.